Event description:
It was reported that patient was rewarming on arctic sun device temperature, but patient temperature was dropping instead of increasing. Patient was 36.1c. Water was 39.9c. Flow was2.9lpm. Foley in place. Patient should have completed rewarm at this time, normothermia set to 37c. Good pad coverage. Suggested confirming temperature with a secondary source. Discussed patient factors that could impact temperature. Device was responding appropriately. Nurse had already added a blanket and added a bair hugger now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that patient was rewarming on arctic sun device temperature, but patient temperature was dropping instead of increasing. Patient was 36.1c. Water was 39.9c. Flow was2.9lpm. Foley in place. Patient should have completed rewarm at this time, normothermia set to 37c. Good pad coverage. Suggested confirming temperature with a secondary source. Discussed patient factors that could impact temperature. Device was responding appropriately. Nurse had already added a blanket and added a bair hugger now.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is outlet water temperature regulation error, where patient is cooler than target temperature. However, this cannot be confirmed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "the arctic sun¿ temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Specifications: environmental conditions: at operating temperatures higher than 27°c (80.6°f), the refrigeration system¿s cooling capacity and therefore its ability to cool a patient is compromised. If the control module is to be exposed to subfreezing temperatures, perform the total drain process. See section: operation guide¿advanced setup¿total drain for further instructions. Disposal: upon end of life, dispose of in accordance with local weee regulations or contact your local bd supplier or distributor to arrange for disposal. Control module: the arctic sun¿ temperature management system control module is the main component of the arctic sun¿ temperature management system. It incorporates the system electronics, hydraulics, software, and the touchscreen control panel. The power cord, fluid delivery line, patient temperature in cables, patient temperature out cable and fill tube connect to the rear of the control module. The figure above identifies the main features and component connection sites. Use only bd supplied cables and accessories with arctic sun¿ temperature management system control module. The use of accessories, transducers or cables other than those specified may result in increased electromagnetic compatibility (emc) emissions or decreased immunity of the arctic sun¿ temperature management system control module. Power cord: hospital-grade power cords are available with several inlet connector styles to meet national/regional power requirements and wall outlet specifications. Fluid delivery line: water flows between the arcticgel¿ pads and control module through the fluid delivery line. Fill tube: a fill tube is used to fill the control module water reservoir. Arctic sun cleaning solution: arctic sun cleaning solution is added when filling the control module with sterile water. This is done to suppress microorganism growth in the water reservoir and hydraulic circuit. For information regarding safe handling, please refer to https://www.bdttmsolution.com/ for the cleaning solution sds. Patient temperature input cables and probes: patient temperature control with the arctic sun¿ temperature management system requires patient temperature feedback provided by an indwelling patient temperature probe connected to the control module via the temp in 1 and temp in 2 inputs. Any commercially available yellow springs instrument 400 series (ysi 400) compatible patient temperature probe can be connected to the arctic sun¿ temperature management system. The arctic sun¿ temperature management system temperature cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with various manufacturers¿ temperature probes. Select the patient temperature cable with the correct connector style for your chosen temperature probe. Figure IV-2. Temperature input cables: a temperature cable and probe connected to the temp in 1 connector provides the patient temperature feedback required for automatic patient temperature control. A second patient temperature probe and cable are recommended to be connected into the temp in 2 connector. Temp in 2 is used to provide monitoring from a second patient site for increased patient safety when patient temperature is not continuously monitored by a second device. Note: patient temperature is not controlled from the temp in 2 connector. It is for patient temperature monitoring only. Patient temperature output cables: the arctic sun¿ temperature management system control module has the capability to output the current temp in 1 reading to a ysi 400 compatible hospital monitor. The arctic sun¿ temperature management system temperature output cables are available with several connector styles (e.g. Phillips, ge, rusch, bard, nellcor) for compatibility with the various hospital monitor input cables. Select the patient temperature cable with the correct connector style for your hospital monitor. Note: the temperatures displayed on the arctic sun¿ temperature management system control panel and the hospital monitor represents the same probe reading but may not be identical due to calibration differences between the control module and the monitor." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported event was inconclusive. The device was not returned for evaluation. A potential root cause is outlet water temperature regulation error, where patient is cooler than target temperature. However, this cannot be confirmed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: indications for use the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature. Warnings and cautions warnings do not use the arctic sun® temperature management system in the presence of flammable agents because an explosion and/or fire may result. Do not use high frequency surgical instruments or endocardial catheters while the arctic sun® temperature management system is in use. There is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. Power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked "hospital use" or "hospital grade". When using the arctic sun® temperature management system, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arcticsun® temperature management system may actually alter or interfere with patient temperature control. Do not place arctic gel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions this product is to be used by or under the supervision of trained, qualified medical personnel. Federal law (USA) restricts this device to sale, by or on the order of a physician. Use only distilled or sterile water. The use of other fluids will damage the arctic sun® temperature management system. When moving the arctic sun® temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. The patient's bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. The clinician is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (s30 kg) ii is recommended to use the following settings: water temperature high limit s40 ¿c (104 degrees fahrenheit); water temperature low limit I?1o ¿c (50 degrees fahrenheit); control strategy equals 2. The operator must continuously monitor patient temperature when using manual control and adjust the temperature of the water flowing through the pads accordingly. Patient temperature will not be controlled by the arctic sun® temperature management system in manual control. Due to the system's high efficiency, manual control is not recommended for long duration use. The operator is advised to use the automatic therapy modes (e.g. Control patient, cool patient, rewarm patient) for automatic patient temperature monitoring and control. The arctic sun® temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. Medivance supplies temperature simulators (fixed value resistors) for testing, training and demonstration purposes. Never use this device, or other method, to circumvent the normal patient temperature feedback control when the system is connected to the patient. Doing so exposes the patient to the hazards associated with severe hypo- or hyper-thermia. Medivance recommends measuring patient temperature from a second site to verify patient temperature. Medivance recommends the use of a second patient temperature probe connected to the arctic sun® temperature management system temperature 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. ¿ the displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. Patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arcticsun® temperature management system in stop mode. ¿ carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. ¿ the arcticsun® temperature management system is for use only with the arctic gel¿ pads. ¿ the arctic gel¿ pads are only for use with the arctic sun® temperature management systems. ¿ the arctic gel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician's request, either prior to the sterile preparation or sterile draping. Arctic gel¿ pads should not be placed on a sterile field. Use pads immediately after opening. Do not store pads once the kit has been opened. Do not place arctic gel¿ pads on skin that has signs of ulceration, burns, hives, or rash. ¿ while there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities. Do not allow circulating water to contaminate the sterile field when patient lines are disconnected. ¿ the water content of the hydrogel affects the pad's adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. Do not puncture the arctic gel¿ pads with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. If accessible, examine the patient's skin under the arctic gel¿ pads often, especially those at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bag or other firm positioning devices under the arctic gel¿ pads. Do not place positioning devices under the pad manifolds or patient lines. ¿ the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high-water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/ coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. Do not allow urine, antibacterial solutions or other agents to pool underneath the arctic gel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arctic gel¿ pads over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. If needed, place defibrillation pads between the arctic gel¿ pads and the patient's skin. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was rewarming on arctic sun device temperature, but patient temperature was dropping instead of increasing. Patient was 36.1c. Water was 39.9c. Flow was2.9lpm. Foley in place. Patient should have completed rewarm at this time, normothermia set to 37c. Good pad coverage. Suggested confirming temperature with a secondary source. Discussed patient factors that could impact temperature. Device was responding appropriately. Nurse had already added a blanket and added a bair hugger now.